Event description:
The report stated that a karl storz (non-covidien) reusable cord plugged into the covidien es generator caught fire. There was no pt or staff burn. The nurse reported that initially the output seemed low but they re-seated the cord in the generator and the output increased. Shortly after this, the fire occurred. The fire occurred where the cord met the strain relief.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.